Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia with a highest dexcom g7 continuous glucose monitor (cgm) reading of 374 mg/dl after eating more than usual and announcing it as a usual meal, while using an inset infusion set and a g7 cgm. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-monitoring with downward trend observed and a plan for follow-up troubleshooting if needed, with no hospitalization. Investigation included customer communication and education on meal announcement and troubleshooting steps. Investigation of this case revealed user-related use error related to incorrect meal size announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal entry.